Event description:
It was reported that an insulin occlusion alert recurred multiple times on an ilet system, persisting during reconnection after tubing fill and resolving only after replacement of the luer connector and infusion set, with user error leading to two unsuccessful infusion-set attempts before successful supply changes; blood glucose was elevated during the event and subsequently returned to target range. Symptoms included hyperglycemia. Outcomes included temporary disruption of therapy with restoration of function after supply replacement and user education. Investigation included technical troubleshooting with guided tubing fill, component replacement, and user education. Investigation of this case revealed that the occlusion condition ceased after infusion set and connector changes, indicating a flow restriction localized to disposable components and technique-related factors. It was concluded that the event was attributable to an infusion set and connector issue compounded by operator error, with no evidence of a persistent pump malfunction.